Event description:
Surgeon was using endoscopic articulating/cutting device with a blue staple load; the device did not open up, it did fire correctly but surgeon had to tug stapler off of the appendix. Site was inspected by the surgeon and it was stated that it looked intact. Stapler did release when the white load was used, the blue load was the second load.what was the original intended procedure?laparoscopic appendectomy.device #1is this a laboratory device or laboratory test?no.